Event description:
This patient was intubated in the ER last night, [date redacted], and placed on the hamilton c1 ventilator (device identifiers redacted). The patient was transferred to ICU 3005 [date and time redacted]. Rt rick went to perform a vent check around noon and the vent kept alarming "low oxygen," while connected to wall oxygen source. He tried troubleshooting it by increasing and decreasing fio2 but the alarm would reset and come back. Craig from biomed was at bedside. No harm ever occurred to patient during this time. This vent was taken out of service and the patient was placed on a different hamilton c1 vent. No issues with new vent. Previous vent being sequestered in biomed.